Event description:
It was reported that the remote dose jack will allow full insertion of the jack plug and air sensor cover is damaged, the pump displayed a fault code 46828. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3 unknown. One device was returned for repair in condition. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual evaluation found damaged downstream occlusion (dso) seal, and remote dose cord pin stuck in the remote dose connector. Functional tests found error 46828 and the primary problem was replicated. The printed wire assembly (pwa) and dso seal will be replaced to address the problem.